Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner machine switch had failed. A field service engineer (fse) replaced power supply. Then confirmed that the communication sled needed to be replaced, so the fse replaced communication sled. And device was still not powering on. After that the technical support specialist confirmed with the customer that the device had multiple parts been replaced that took about two weeks to finally be resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es scanner machine switch had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es scanner machine switch had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.